Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, there were recoverable errors on arm 2. The customer contacted dvstat technical support engineer (tse) and reported that arm 2 had 4 recoverable errors that they were able to recover and they are continuing with the case. The tse asked if the customer would like tse to stay on the line in case the error returns, the customer declined. The tse asked how many arms the surgeon needs to complete the case, the customer stated 3. The tse informed the customer that if the error returns the customer could either try removing instruments and performing a hard power cycle or disable arm 2 and used the currently unused other arm. No tse troubleshooting was able to be performed as the system was not actively in a fault state during the support call. The procedure continued to be completed as planned with no reported injury. The customer later called to inform the tse that the error kept returning on arm 2 so the customer disabled arm 2. The procedure continued to be completed as a 3 arm procedure; arms 1, 3, and 4, with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation has been completed. The fse confirmed that arm 2 had four recoverable errors and replaced the universal surgical manipulator (usm); usm2 due to same. Part(s) replaced to correct reported problem. System tested and verified as ready for use. Dismantled: part ID 380647-26; assy,usm,is4000, sn: (B)(6). Isi received the usm (pn: 380647-26 // sn: (B)(6) ) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed and reproduced. The unit was tested on an in house system and passed normal mode. The unit was opened up and found a short on the cva pca. The unit went through more testing on a patient side cart fixture test platform (pftp) and passed direction test, lissajous, cva characterization, sine cycle, friction test, carriage friction, brake release, brake hold, advanced brake tests, carriage strength test, and carriage switches test. The insertion degrees of freedom (dof); dof 4 stator, chipencoder virtual absolute (cva) printed circuit assembly (pca), and cva flat flex cable (ffc) will be replaced as a fix to the reported problem.